Event description:
The pt's attorney has alleged a deficiency against the device. Per add'l info received, the pt has experienced minimal vaginal bleeding mild urgency, mild frequency, rectocele (grade 2/4), moderate pelvic tone, incontinence-urinary and fecal, increased nocturia, overactive bladder, mesh exposure, small rectocele, vaginal discomfort, abdominal tenderness with palpation, moderate vaginal atrophy, and atrophic vaginitis. Associated MDR: 1018233-2009-00095.